Manufacturer narrative:
The device was received with critical pump error and pump error 40 was present in the pump trace download due to severe corrosion on all electronic assemblies. Unable to perform displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. Unable to verify failed battery test alarms, pump error 43 alarms and pump error 38 alarms due to critical pump error. The device was received with moisture damage on motor assembly, corrosion on force sensor assembly and corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump errors. The customer¿s blood glucose level was unknown. The customer's mother reported that her daughter's insulin pump had a failures. It was reported that they had received failed battery and replaced with new battery and got an error in the motor was detected by reading unexpected value from hall sensor and no motor movement or negligible movement. Retries to free a stuck motor failed errors during the rewind. The customer was advised that the pump requires replacement and to discontinue use of the pump. The customer was advised to revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.